Manufacturer narrative:
The account replaced the right head and left foot brake/steer casters to repair the bed.

Event description:
The account alleged when they apply the brake, the brake does not hold.